Event description:
The customer reported, the system locked up and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel and tech processor boards. System operates as intended. (B) (4).